Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constantly alarming downstream occlusion" was not reproduced. The device passed downstream occlusion testing. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor calibration found to be out of specification and downstream tubing guide was not secured in the mechanism. The downstream tubing guide required to be replaced to address this issue which will cause force sensor calibration to be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarming downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.